Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The company representative reported a catheter event. The representative was going into a catheter revision. It was reported that the spinal segment would likely be replaced/revised. At the time of the report the details were unknown. The patient was in ICU (intensive care unit) and no patient symptoms were reported.

Event description:
Additional information was received from a manufacturer's representative. The event was initially reported to the manufacturer by a healthcare professional (hcp). It was unknown when the patient first started experiencing the catheter issue. The patient experienced symptoms of withdrawal. The catheter spinal segment was revised, surgery went well and the rep assumed therapy resumed. The catheter was pulled out of the intrathecal space, the anchor was still set, and so the cause of the catheter pulling back is unknown. The catheter issue has been resolved and no change was made to the pump, only the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.